Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found #9 collet stuck to the tip ejection sleeve and contaminated with serum. Fe replaced all tip clamps (collets) and installed new tip retaining clip in tip supply assembly. The instrument was tested without further problem and was returned to expected operation.